Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited flashing front panel light. The issue occurred during a set of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g3, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections as a duplicate report was identified. Updated fields: d9, e2, e3, g2, h3, h6, h10. The device was returned to olympus for inspection, and the reported failure was confirmed. Additional issues identified during device evaluation were previously reported in error and would not cause or contribute to a death or a serious injury if it were to recur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty scope socket and premature or expected erosion of its material by use, deterioration, or change. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.